Event description:
Healthcare professional reported valve was removed due to pannus formation and calcific mitral stenosis. Pt was ten years old at implant. Valve has been implanted for 24 months. This valve was the second mitral valve replacement the child has received. The valve was replaced with a mechanical valve.